Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer ate less than a regular breakfast and had miscalculated the carbohydrates. The blood glucose (bg) level dropped to 58 mg/dl and carbohydrates were consumed to address the low bg. Due to eating too many carbohydrates, the bg elevated to 244 mg/dl. No additional information was provided.